Manufacturer narrative:
Other, other text: h10: investigation completed on a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop. No product was returned, however there were pictures attached. In both pictures the visual inspection revealed the spike broke off. The engineering process was reviewed and the units passed at 100 percent prior to release of product. Cause is believed at this time to be malfunction after left the processing plant. Additional information - additional information received via email on 22-jan-2021: patient information provided. Attributes have been updated accordingly. Occurred during infusion. The bag started to leak and the spike broke. This happened to 2 bags. Pt had back up bags of medication so was never without medication. No further issues. Cover page was updated with patient information initials tb born (B)(6) 1967, weight 214 pounds. No injuries reported.

Event description:
Device evaluation in h10.

Event description:
Information was received that upon hanging pre spiked milrinone bags, they would snap and leak. No adverse effects occurred.